Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module, the air gas module and the o2-sensor were replaced and returned for investigation. The reported o2 concentration low alarms were reproduced during test of the returned air gas module and o2 gas module in a reference ventilator. The oxygen gas module and the air gas module were found to be oscillating during test in the production test system for gas modules. The oscillations were caused by the nozzle unit. The oxygen gas module also had a deviation in the regulation electronics. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle units failed prematurely. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The o2-sensor was working as expected. The received device log confirms the reported problem. Why the nozzle units and the electronics failed, could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).